Event description:
It was reported that during a procedure conducted at the user facility, the system was 3 to 4 mm inaccurate. No impact to the patient and no procedural delays were reported with this event.

Manufacturer narrative:
The reported event was confirmed through a review of the log files and folders from the navigation system. After the review, it was determined that the CT images were not complete per the IFU protocols and can cause or contribute to the reported event.

Event description:
It was reported that during a procedure conducted at the user facility the system was 3 to 4 mm inaccurate. No impact to the patient and no procedural delays were reported with this event.